Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the middle and distal end of the cylinder. The first cylinder had a hole in the outer tube from a sharp instrument in the middle of the cylinder. The first cylinder passed the leakage testing. The second cylinder was microscopically inspected and had wear at fold in the middle and distal end of the cylinder. The second cylinder had a hole in the outer tube from a sharp instrument in the middle of the cylinder. The second cylinder passed the leakage testing. The momentary squeezed (ms) pump did not pass activation tests. The ms pump passed visual inspection and the leakage test. The investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the cylinders were microscopically examined and had wear at fold in the middle and distal end of the cylinder, and a hole in the outer tube from a sharp instrument in the middle of the cylinder. The pump did not pass the activation tests. There was no additional information provided.